Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of when priming is completed, the word "done" does not show up on the screen, so you cannot exit the screen. The unit turns off and back on and pump will not work properly. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit turns off and back. When the priming is completed, the word "done" does not show up on the screen so the customer cannot exit the screen. There is also an intermittent clog error displayed.